Event description:
Error 15 (power supply/cpu board connection ribbon cable issue; no issue found with ribbon).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired locally. The ribbon cable was checked and no defect was found. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the power supply board which was sent to brézins for further investigation. Upon visual inspection several cross-tests were carried out and all performed successfully without triggering any technical error. The power board was found to be fully functional. The error most likely occurred during maintenance without disconnecting power sources or the ribbon cable connection was moved. The cause of the failure is most likely due to improper handling of the device during maintenance. To our knowledge this complaint was not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.